Event description:
Following the customer¿s allegation patient fell out of the bed. It was reported that the head side rail was in down position when the backrest part was elevated and afterwards the patient fell out of bed. There was no patient injury. Device evaluation, performed the same day by the service technician, did not reveal any anomalies. The bed was taken out of use by the customer.

Manufacturer narrative:
During the visit, the customer stated that patient "likes to lean on the side rails". This statement would suggest that a patient, which might be used to the side rail in the raised position, would naturally try to lean against the panel. However, at the time of the incident, the side rail was not used. After the event the arjo representative performed an awareness/training session for the customer¿s staff regarding proper usage of the bed. The instructions for use for citadel (830.238 en rev. D) instructs the user as follows regarding the usage of side rails and also takes into consideration the risk of patient's fall/inadvertent exit on several occasions: "whether and how to use side rails or restraints is a decision that should be based on each patient's needs and should be made by the patient and the patient's family, physician and caregivers, with facility protocols in mind. Caregivers should assess risks and benefits of side rail/restraint use (including entrapment and patient falls from bed) in conjunction with individual patient needs, and should discuss use or non-use with patient and/or family. Consider not only the clinical and other needs of the patient but also the risks of fatal or serious injury from falling out of bed (...). It is recommended that side rails (if used) be locked in the full upright position when the patient is unattended." ¿use or non-use of restraints including side rails, can be critical to patient safety. Serious or fatal injury can result from (...) Non-use (potential patients falls) of side rails or other restraints.¿ based on the investigation findings, we concluded that the patient¿s fall was a consequence of not placing the side rail in the raised position. In summary, no malfunction was found on the claimed device, however the device failed to meet its performance specification from a use error. The device was used for a patient treatment when the event occurred and therefore was involved in the event. This complaint is deemed reportable due to patient's fall from the bed.